Event description:
It is alleged that the (B)(6) old, died on (B)(6) 2013 as the direct result of a completion occlusion of her tracheostomy tube. The respiratory monitor failed to alarm that the pt's heart rate and breathing had slowed as a result of the occlusion.